Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box data showed the last bolus and last basal deliveries were completed 5 days after the event date. The total daily deliveries correctly reflected user¿s programmed basal and bolus settings. Review of black box and pump history did not find any unusual activities. The caps were not returned and test caps were used in the evaluation. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Bolus delivery exercises were completed and recorded correctly. Pump delivery accuracy was within specifications.

Event description:
On (B)(4)2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia while on pump therapy. Reportedly, on (B)(4)2014, the patient¿s blood glucose (bg) reading was at 589 mg/dl with symptom of nausea, vomiting, dehydration, and diabetic ketoacidosis. It was reported that the patient was admitted to the hospital and treated by medical personnel with intravenous fluid and insulin injection. The patient allegedly remained hospitalized at the time of the call and had discontinued pump therapy without any recent adjustment to the pump settings. Customer technical support agent reviewed the event with the reporter. The reporter alleged that inaccurate delivery issue started about a week prior. No information was provided regarding any bolus and basal deliveries. Review of potential causes for bg issues and causes for perceived inaccurate delivery did not identify any issues. The troubleshooting session was unable to ascertain the cause of the bg excursion. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia of unknown causes and the pump cannot be ruled out for the reported adverse event.